Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Following the procedure after having used the catheter for the procedure, the tip of the catheter was noted to be torn and bent. The procedure was completed with no adverse consequences to the patient.